Event description:
Caller reported cgm error 42. There was no reported adverse impact to the customer¿s blood glucose level. Technical support provided information for a complete pump reset and guided the caller through the process, after which the pump no longer displayed the cgm error code. The sensor session was successfully started by the caller.